Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image processor board (pcb). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system became blurred/digitally distorted during a procedure. Another unit was used to complete the procedure. There was no report of patient injury.